Event description:
Elderly pateint exited bed, fell, and broke their hip. Fall management system consisted of a posey sitter ii (catalog #8281) and posey extended life sensor pad (catalog #8290a). Products were applied by nursing staff and they claim system did not alert when pt got up. Subsequent testing by the facility's clinical engineer could not detect any malfunctions with the system. Proudcts were put back into service.